Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000109717.

Event description:
It was reported that the patient did not have effective therapy from their system and that the ipg became inoperable after an unrelated surgical procedure. The patient did not put the device into surgery mode. Attempts to recover the ipg were unsuccessful. Surgical intervention is planned to address the issue.